Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a nadir of 62 mg/dl and duration under 30 minutes, and received device low glucose alerts. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates and resolution without medical intervention or hospitalization. Investigation included complaint handling with user coaching on correction and monitoring, including advice to ensure adequate insulin supply and consider changing before sleep if concerned. Investigation of this case revealed no device malfunction reported and that the event resolved with standard hypoglycemia treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear.